Event description:
It was reported that there was no telemetry, no pacing, and no output. The device was noted to have reached eri (elective replacement indicator) in 2008. The patient experienced bradycardia with heart rate of 30 bpm. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed normal battery depletion.